Manufacturer narrative:
.

Event description:
The service engineer reported that the customer report loss of communications from the data acquisition board to motor controller board. It is unknown if device was in use on patient, and if there was patient harm reported